Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
The patient stated that when their pump was first turned on they experienced an overdose and they had to have it turned down. The me dication infused at that time was unknown. Information omitted. On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating that morphine had been infused since a week after implant.